Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became shattered. The customer blood glucose (bg) level was impacted (300-above 400 mg/dl) with ketones present. The customer took a manual injection to stabilize bg level and was in contact with health care provider (hcp). Reportedly, the hcp changed customers settings to stabilize bg level. The contact stated that customer may have leaned against an object which caused it to shatter. However, it was not confirm. The pump is still functional. It was indicated that the customer would continue to use the pump until the replacement arrives.